Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the x25 final tightener was worn from the hexagonal tip. No other issues were identified. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the x25 final tightener would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Dwg-2797-12-600 rev. J current rev g manufactured. Dimensional inspection: n/a. Investigation summary : windchill document a.2. After a visual inspection per guidance provided in windchill document , it was determined that the reusable instrument device was worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4697605 was released in two batches. Supplier: (B)(4). Batch1: lot units were released on 20 dec 2016 with no discrepancies. Batch2: lot units were released on 20 dec 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that on an unknown date, the x25 final tighteners in question were found stripped at the distal tip. There was no patient impact, this was discovered before the device was required during the procedure. No further information is available. This report is for a moss miami spine system hexlobe driver 5.5 x25. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.